Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years 9 months 8 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient underwent a successful valve in valve procedure with a 26 mm sapien 3 ultra resilia valve due to stenosis. Additional information was received via medical records revealing the patient presented with worsening shortness of breath and fatigue. A transthoracic echocardiogram (tte) was performed revealing a mean gradient of 44 mmhg. The 29 mm sapien 3 valve was referred to as having "degenerated quickly". The patient was then worked up and approximately 3 years 9 months 8 days post tavr procedure, the patient underwent the valve in valve procedure with a 26 mm sapien 3 ultra resilia valve. The valve in valve procedure was successful and the patient was noted to be doing well.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation; however, there were medical records provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, device degeneration and structural valve deterioration are potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve degeneration/deterioration that resulted in a valve in valve being performed to treat was confirmed based on the provided medical records. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. As reported, "approximately 3 years 9 months 8 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the patient underwent a successful valve in valve procedure with a 26 mm sapien 3 ultra resilia valve due to stenosis. A transthoracic echocardiogram (tte) was performed revealing a mean gradient of 44 mmhg. The 29 mm sapien 3 valve was referred to as having "degenerated quickly"." In this case, a definitive root cause was unable to be determined at this time; however, the event may be due to patient factors and/or procedural factors not provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.